Event description:
It was reported that during a vena cava filter retrieval procedure, guided fluoroscopy demonstrated a detached limb embedded in the ivc wall. A snare device was used to capture and retrieve the filter. The detached limb could not be captured and retrieved, the filter limb remains embedded in the ivc wall. There is no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.